Event description:
Customer alleged obtaining discrepant blood glucose results of 482mg/dl on the inform system, while a lab returned within 10 minutes a result of 229mg/dl. No actions were reportedly provided to the patient based on the meter result. Customer reports not knowing the treatment provided to the patient based on the lab result. A request was made for the return of the suspect device and replacement product was sent.